Event description:
It was reported that the patient was brought into the hospital in an ambulance due to ventricular tachycardia. Device interrogation revealed that the right ventricular lead had low impedance. Due to the over current detection alert the high voltage therapy was avoided. The patient's ICD system delivered four shocks that successfully converted the rhythm. The patient was stable and would be seen in clinic for further evaluation of the lead.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. As received, a complete lead was returned in four pieces. An internal short was found between the right ventricle and superior vena cava conductor paths. Destructive analysis found an internal insulation abrasion under the superior vena cava shock coil breaching the right ventricle cable lumen with an abrasion to one of the etfe cable coating. The cause of the reported event was due to the exposure to the right ventricle conductor cable at the abrasion zone.